Event description:
It was reported that the customer had a no delivery alarm and a blank display on the insulin pump. Issues occurred during priming. Customer's blood glucose level was 4.3 mmol/l. Customer was asked to disconnect at the quick release and remove the battery for at least 10 minutes. After 10 minutes, customer inserted a new battery and the display appeared. Customer pushed plunger manually and the insulin exited. Customer ran prime and no alarm occurred. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.